Event description:
The customer reported that an 840 ventilator had a blank screen and smell emitting from device, while in use on a pt. Pt was removed from the ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).